Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, front cover dented in multiple places, global display is dented, microswitch is bent, line cord faded and worn, quick connect corroded, pole clamp discolored and worn, water tank cover cracked, outdated printed circuit board (pcb) and power switch. The complaint was confirmed/replicated by functional testing. The cause was a faulty pump and cracked water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was running, making noise and reservoir is cracked. Found during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.